Event description:
It was reported that occlusion alarms occurred. The event caused the customer¿s blood glucose level to read "high" on the continuous glucose monitor, although a specific value was not provided. To address the elevated blood glucose, the customer administered a correction injection via manual insulin therapy and resolved the issue by changing the infusion set and cartridge, after which insulin delivery was resumed. No third-party assistance was required.